Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the health care provider's office had called the patient on (B)(4) 2017, and the patient reported that the warm sensation has gone away. There was no redness at the site. The cause of the warm feeling where the implant is was not determined. The patient was on setting 1 and didn't report any burning sensation at the time that the additional information was received. The actions/interventions taken to resolve the patient not feeling stimulation all the time and only feeling it when they stand or lay a certain way were to review that he may not always feel stimulation. The health care provider inquired if his episodes of "leakage" were fewer, and the patient couldn't tell. The cause of the patient not feeling stimulation was not determined. There were no further complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was noted that the patient was implanted because they had a sore on the left side of, and into their rectum until ¿everything starts working properly to stop this mucus coming out.¿ it was noted that they had this problem for 10 years, and problem with the sores started 2 years ago. Then the patient stated that they had a biopsy done by a dermatologist, and they said it was not coming from the leakage of stool; it was a wart and should be removed. It was noted that they used to have a sore on both sides, but the right side healed up before the implant, but the other did not go away. It was reported that the patient¿s incision was completely healed, it had helped somewhat, and that their healthcare provider said it was working 50%. The patient stated that they were feeling great on (B)(6) 2017, they thought they were finally healing up. Then today, (B)(6) 2017, about an hour after the first time the went to the bathroom, ¿this dogone sore started firing up again.¿ the patient stated that they did not feel leakage unless they used ointment on their sore, because ¿that thing also leaks.¿ it was also reported that the patient did not feel stimulation all the time, and if they put it up higher, it started to hurt them. The patient stated that if they go ¿a notch above 1, they feel a burning in their rectum, and the only way to feel vibration is to stand or lay a certain way.¿ the patient also reported a warm feeling where their implant was, like a fever. It was reviewed that the patient¿s healthcare provider had told them to keep it where they felt comfortable. It was recommended that they follow up with their healthcare provider for further instructions so resolve their symptoms. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know what led to the warm feeling where their implant was, noting that it just got warm and went away. No steps were taken to resolve the warm feeling; it just went away on its own. Nothing was done to resolve the lack of stimulation. They turned it up and it would burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.